Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead showed dislodgement from the initial implant site, resulting in atrial activity being sensed by the rv lead. Technical services (ts) was consulted and reviewed x rays that confirmed the rv lead had shifted upward in the heart chamber and was sensing atrial activity. Ts recommended reprogramming options to help prevent system anomalies and the lead is expected to be revised. No adverse patient effects were reported. This rv lead remains in service.